Manufacturer narrative:
Physio-control supplied parts info to customer for repair. Invoice search shows customer purchased therapy connector repair kit one day after report.

Event description:
According to the reporter, while performing device inspection and testing, the device would not recognize when a therapy cable was connected.